Manufacturer narrative:
(B)(4) adhesions. Conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a ventral hernia repair in 2005, and mesh was used. After the surgery, the pt stated "something didn't feel right". The pt developed a lesion on the kidney. The mesh had caused tunneling and adhesions in her abdomen and ovaries. The pt stated "the mesh leaked chromium during laparoscopic application". No further info is available.